Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. Timeouts were observed in the data during operation, however no alarms or drive stalls occurred. The actual cause of the high pulse width could not be determined. No other damages or defects were found that would contribute to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied and a correction of 11 units were delivered. The patient's blood glucose history is as follows: time, bg(mg/dl) : 4:45pm 161, 9:45pm 250, (next day): 7:00am 500, 11:00am 400.